Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause was due to the drive train motor brake assembly gap being out of specification. Upon visual inspection no physical damage was observed. The archive data was reviewed and contained a system error 139 (unable to hold compression position) error message error messages on the reported event date. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message. This was caused by the drive train motor brake assembly gap being out of normal range. Historical complaints were reviewed for service information related to the reported complaint and there was a similar history of complaint reported for autopulse serial number (B)(4). (B)(4) on (B)(6) 2017. Platform was not returned.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message upon power up. No patient involvement.